Event description:
This is a spontaneous case report received from a consumer in the united states on 28-dec-2012. It describes the occurrence of pregnancy and device ineffective in a female consumer of unspecified age that was implanted with essure (fallopian tube occlusion insert). No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2011 the consumer had the essure (fallopian tube occlusion insert) procedure. Patient reported she had confirmation test in (B)(6) 2011. Consumer had a pregnancy, date unspecified. On (B)(6) 2012 the physician's office reported that he has not seen the consumer regarding her pregnancy. He confirmed he did the essure procedure on (B)(6) 2011 and that the patient never had her hsg (hysterosalpingography) done despite follow-up letters sent. The patient was last seen in his office on (B)(6) 2012 for an unrelated matter. The outcome of the events pregnancy was not reported. Reporter causality: the relationship between pregnancy and device ineffective and essure was not reported. [Addendum: this case was converted from the conceptus database into (B)(4) on 03-jan-2014. The medical content of the case was not changed.] Follow-up on 13-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). The consumer had 4 children. She got pregnant and carried full term at high risk. The side effects she was experiencing were abdominal pain, heavier menstrual bleeding, irregular menstrual bleeding, headaches consistently, anemic, pale to the skin and hair loss. Ptc investigation result received on 02-oct-2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Follow-up information identified on 05-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 ((B)(4)). She stated that she had 5 kids. Essure was implanted in (B)(6) 2011 and confirmation test was done 3 months after. She was told that tubes were 100% blocked. The end of 2011, she noticed that her period were of sync. She also had heavier bleeding, a pinching stabbing feeling in her lower abdomen. Her hair was coming out in hands full and her weight flexuated. She went to her doctor and was told that essure has not side effects and that she could be getting endometriosis. The end of 2012, she found that she was pregnant; first high risk and difficult pregnancy of 5 total. In (B)(6) 2013, her daughter was born. She had tubal ligation shortly after her daughter was born. Follow up information received on 13-oct-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on (B)(6) 2011 for permanent birth control. Sometime after the procedure, she began experiencing severe pelvic pain, migraines, hair loss, excessive and abnormal bleeding, as well as an unwanted pregnancy. On (B)(6) 2013, she underwent a bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female consumer who had a high risk pregnancy after essure (fallopian tube occlusion insert) insertion. The pregnancy was carried to term, outcome is unknown. Upon follow up receipt, case became legal and it was reported that plaintiff experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a bilateral salpingectomy. The events are anticipated in the reference safety information and for essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, plaintiff stated she had a hsg and it her tubes were 100% blocked. However, she became pregnant a year and a half after insertion. Considering the limited information, and the compatible temporal relationship, a contraceptive failure cannot be excluded and pregnancy was considered related to essure. Pelvic pain may occur during wearing essure inserts. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2012. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil was perforated / doctor could not find the right coil'), device breakage ('left coil was broke into fragments'), pelvic pain ('severe pelvic pain'), pregnancy with contraceptive device ('high risk pregnancy'), postpartum haemorrhage ('after my daughter was born I hemmoraged'), genital haemorrhage ('heavy bleeding / after my daughter was born I hemmoraged') and loss of consciousness ('passed out at working') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 (first high risk and difficult pregnancy of 5 total). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight abnormal ("weight flexuated"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), postpartum haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / pinching stabbing feeling in her lower abdomen"), menometrorrhagia ("heavier menstrual and irregular menstrual / periods were of sync / heavier bleeding"), headache ("headaches consistently"), anaemia ("anemic") with pallor, alopecia ("hair loss / hair was coming out in hands full"), endometriosis ("could be getting endometriosis"), premature baby ("she was born few weeks earlier") and menorrhagia ("I started having heavier menstrals after implants") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with steroid antibacterials and surgery (on (B)(6) 2013, bilateral salpingectomy and hysterectomy). Essure was removed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, pelvic pain, loss of consciousness, weight abnormal, endometriosis, high risk pregnancy, premature baby and menorrhagia outcome was unknown and the device breakage, postpartum haemorrhage, genital haemorrhage, abdominal pain lower, menometrorrhagia, headache, anaemia and alopecia had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometriosis and weight abnormal with essure. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menometrorrhagia, menorrhagia, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, premature baby and uterine perforation to be related to essure. The reporter commented: discrepant information: on (B)(6) 2012 the physician's office reported that he has not seen the consumer regarding her pregnancy. He confirmed he did the essure procedure on (B)(6) 2011 and that the patient never had her hsg (hysterosalpingography) done despite follow-up letters sent (patient had reported she had a confirmation test in (B)(6) 2011). The patient was last seen in his office on (B)(6) 2012 for an unrelated matter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: tubes were blocked. Diagnostic results: patient had an x-ray, MRI,ultrasound in which its was found out that left coil ws broke into fragments and right coi was perforated. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, uterine perforation,loss of conciousness, abdominal pain, genital haemorrhage, high risk pregnancy, premature baby, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil was perforated / doctor could not find the right coil"), device breakage ("left coil was broke into fragments"), pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("high risk pregnancy"), genital haemorrhage ("heavy bleeding") and loss of consciousness ("passed out at working") in a female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 (first high risk and difficult pregnancy of 5 total). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight abnormal ("weight flexuated"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / pinching stabbing feeling in her lower abdomen"), menometrorrhagia ("heavier menstrual and irregular menstrual / periods were of sync / heavier bleeding"), headache ("headaches consistently"), anaemia ("anemic") with pallor, alopecia ("hair loss / hair was coming out in hands full"), endometriosis ("could be getting endometriosis"), high risk pregnancy ("high risk pregnancy") and premature baby ("she was born few weeks earlier"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (on (B)(6) 2013, bilateral salpingectomy). Essure treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, pelvic pain, loss of consciousness, weight abnormal, endometriosis, high risk pregnancy and premature baby outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, menometrorrhagia, headache, anaemia and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometriosis and weight abnormal with essure. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, premature baby and uterine perforation to be related to essure. The reporter commented: discrepant information: on (B)(6) 2012 the physician's office reported that he has not seen the consumer regarding her pregnancy. He confirmed he did the essure procedure on (B)(6) 2011 and that the patient never had her hsg (hysterosalpingography) done despite follow-up letters sent (patient had reported she had a confirmation test in (B)(6) 2011). The patient was last seen in his office on (B)(6) 2012 for an unrelated matter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes were blocked patient had an x-ray, MRI,ultrasound in which its was found out that left coil ws broke into fragments and right coi was perforated. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, uterine perforation,loss of conciousness, abdominal pain, genital haemorrhage, high risk pregnancy, premature baby quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter added, events added as follows- device breakage, uterine perforaton, loss of conciousness, abdominal pain, genital haemorrhage, high risk pregnancy, premature delivery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The report was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-dec-2012. The most recent information was received on 06-jul-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil was perforated / doctor could not find the right coil"), device breakage ("left coil was broke into fragments"), pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("high risk pregnancy"), genital haemorrhage ("heavy bleeding") and loss of consciousness ("passed out at working") in a female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 (first high risk and difficult pregnancy of 5 total). In 2011, the patient experienced weight abnormal ("weight flexuated"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / pinching stabbing feeling in her lower abdomen"), menometrorrhagia ("heavier menstrual and irregular menstrual / periods were of sync / heavier bleeding"), headache ("headaches consistently"), anaemia ("anemic") with pallor, alopecia ("hair loss / hair was coming out in hands full"), endometriosis ("could be getting endometriosis"), high risk pregnancy ("high risk pregnancy") and premature baby ("she was born few weeks earlier"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy), and surgery (on (B)(6) 2013, bilateral salpingectomy). Essure treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, pelvic pain, loss of consciousness, weight abnormal, endometriosis, high risk pregnancy and premature baby outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, menometrorrhagia, headache, anaemia and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometriosis and weight abnormal with essure. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, premature baby and uterine perforation to be related to essure. The reporter commented: discrepant information: on (B)(6) 2012 the physician's office reported that he has not seen the consumer regarding her pregnancy. He confirmed he did the essure procedure on (B)(6) 2011 and that the patient never had her hsg (hysterosalpingography) done despite follow-up letters sent (patient had reported she had a confirmation test in (B)(6) 2011). The patient was last seen in his office on (B)(6) 2012 for an unrelated matter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes were blocked patient had an x-ray, MRI, ultrasound in which its was found out that left coil ws broke into fragments and right coi was perforated. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, uterine perforation,loss of conciousness, abdominal pain, genital haemorrhage, high risk pregnancy, premature baby. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0462) on (B)(6) 2012. The most recent information was received on (B)(6) 2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil was perforated / doctor could not find the right coil"), device breakage ("left coil was broke into fragments"), pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("high risk pregnancy"), postpartum haemorrhage ("after my daughter was born I hemmoraged"), genital haemorrhage ("heavy bleeding / after my daughter was born I hemmoraged") and loss of consciousness ("passed out at working") in a female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 (first high risk and difficult pregnancy of 5 total). In 2011, the patient experienced weight abnormal ("weight flexuated"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), postpartum haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / pinching stabbing feeling in her lower abdomen"), menometrorrhagia ("heavier menstrual and irregular menstrual / periods were of sync / heavier bleeding"), headache ("headaches consistently"), anaemia ("anemic") with pallor, alopecia ("hair loss / hair was coming out in hands full"), endometriosis ("could be getting endometriosis"), high risk pregnancy ("high risk pregnancy"), premature baby ("she was born few weeks earlier") and menorrhagia ("I started having heavier menstrals after implants"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with steroid antibacterials, surgery (hysterectomy), surgery (hysterectomy) and surgery (on (B)(6) 2013, bilateral salpingectomy). Essure was removed. In july 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, pelvic pain, loss of consciousness, weight abnormal, endometriosis, high risk pregnancy, premature baby and menorrhagia outcome was unknown and the device breakage, postpartum haemorrhage, genital haemorrhage, abdominal pain lower, menometrorrhagia, headache, anaemia and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometriosis and weight abnormal with essure. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menometrorrhagia, menorrhagia, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, premature baby and uterine perforation to be related to essure. The reporter commented: discrepant information: on (B)(6) 2012 the physician's office reported that he has not seen the consumer regarding her pregnancy. He confirmed he did the essure procedure on (B)(6) 2011 and that the patient never had her hsg (hysterosalpingography) done despite follow-up letters sent (patient had reported she had a confirmation test in sep-2011). The patient was last seen in his office on (B)(6) 2012 for an unrelated matter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: tubes were blocked patient had an x-ray, MRI,ultrasound in which its was found out that left coil ws broke into fragments and right coi was perforated. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, uterine perforation,loss of consciousness, abdominal pain, genital haemorrhage, high risk pregnancy, premature baby, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet received. Event menorrhagia was added. Product, patient & reporter details updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous report, initially received via consumer and health authority, refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced high risk pregnancy and severe pelvic pain. The pregnancy was carried to term with a live birth (no further details). A few weeks after delivery the plaintiff underwent a bilateral salpingectomy. The events, serious due to medical significance, are anticipated in the reference safety information of essure. Unintended pregnancy may occur with any contraceptive methods. With essure, some pregnancies occur due to failure to return for the required confirmation test via hysterosalpingogram (hsg). In this particular case, the plaintiff stated that she had a hsg and her tubes were completely blocked, but she became pregnant a year and a half after essure insertion. Considering the limited information and the compatible temporal relationship, a contraceptive failure of essure cannot be excluded (related). Pelvic pain may occur during the use of essure inserts. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between essure and pelvic pain cannot be excluded (related). This case was regarded as incident because of device removal. Other events (non-serious) were additionally reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected only through the litigation process.